Event description:
The tubing was separated from the twist clamp of transfer set during patient use. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set, with no cap on the spike and no cap on the patient connector, in reference to damaged. A function test was performed by hand tightening a lab (B)(4) titanium adapter, without difficulty. The set was tested underwater at 8 psi with no leak noted. The set was measured for correct dimension, all was within specification limits. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab. The cause was not identified because evaluation of the returned sample did not duplicate the alleged issue. Additional information: the lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510 number.